Event description:
The customer reported that the patient noticed the cuff was losing air and exchanged it immediately. The patient is fine and no further harm due to this incident.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. No analysis or conclusions can be made without the device. If the device is returned, a failure investigation will be performed.